Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pusher assembly of the pc400 was fractured approximately 8.0 cm from the proximal end. Conclusions: evaluation of the returned penumbra coil 400 (pc400) pusher assembly and penumbra coil detachment handle (handle) revealed that the proximal pusher assembly hypotube was protruding through the nose cone funnel hole, plastic from the inner lumen of the cone had sheared, and the pet lock was separated. These types of damages can occur if the pc400 pusher assembly is forcefully inserted into the handle. The pusher assembly outer diameter (od) is larger than the inner lumen of the nose cone funnel hole and, by design, would result in the pc400 seating properly in the handle to detach a coil. If the pusher assembly is forcefully inserted into the handle pass the location of proper seating, damage such as this may occur. This is likely what caused the inability to remove the pusher assembly from the handle. Further evaluation revealed that the pusher assembly was fractured near the proximal end protruding out of the handle. This damage likely occurred from forceful manipulation of the pc400 in an attempt to remove the pusher assembly from the handle. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01287.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra coil 400s (pc400's) and a penumbra coil detachment handle (handle). During the procedure, the physician deployed and detached an initial pc400 into the target vessel using a px slim delivery microcatheter (px slim) and the handle. The physician then attempted to remove the pc400 pusher assembly from the handle but was unable to do so. Therefore, the handle was removed with the pusher assembly still stuck inside. The procedure was then completed using additional pc400's, a new handle, and the same px slim. There was no report of an adverse effect to the patient.